Manufacturer narrative:
On 25 september 2025, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics prior to closure of the complaint. A review of the in-vivo raw sensor data showed optical instability around the timeframe of the reported inaccuracies. Although a sensor replacement was authorized, the user continues to actively use the system. A subsequent review of dms data indicated that the system has stabilized, with improved sg/bg agreement observed. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported discrepancies between sensor glucose (sg) and blood glucose (bg) values. A follow-up call was attempted to provide an escalation response; however, contact could not be established. The case will be closed as the user has remained unresponsive. A review of the data management system (dms) indicates that the user is currently using the system and that all information is up to date.

Event description:
Senseonics was made aware of an incident where user reported discrepancies between sensor glucose (sg) and blood glucose (bg) values. A follow-up call was attempted to provide an escalation response; however, contact could not be established. The case will be closed as the user has remained unresponsive. A review of the data management system (dms) indicates that the user is currently using the system and that all information is up to date.